Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was a fully clip deployed device, which was confirmed to be deployed outside of the patients anatomy. Inspections of the external and internal components were in appropriate post clip deployed position. There were no abnormal observations. During testing, the device was cleaned and reassembled for redeployment and the results were successful. The plunger was securely engaged to deploy the locator wings and the locator wings remained fully open throughout the thumb advancer stroke. Based on the investigation findings, the device was fully functional. The root cause for the reported experience could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, when attempting to depress the plunger and deploy the locator wings no "click" was heard and when retracting the device out of the tissue tract and the device lost vessel access. Manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.